Manufacturer narrative:
The customer found the baths waste line was crimped. The customer straightened the waste line and the instrument ran without leaks. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the couter act diff 2 instrument. The volume of the leak was about 10 ml and was not contained within the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.